Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead tip broke. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event was confirmed. Visual inspection of the lead found the connector pin and connector cap to be pulled out of the connector assembly consistent with excessive forces during procedure. The cause of the reported event was isolated to procedural damage.